Event description:
It was reported the procedure was being performed in the surgery department. Prior to use, they filled the syringe to the proper level and pre-tested the balloon. At which time, the balloon broke. As a result, another kit was opened and used successfully for the patient. There was a delay in treatment with no patient harm and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.